Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that the vela ventilator experienced a motor fault alarm during est/uvt. Inspection of the ventilator revealed that the motor board does not receive power. The customer confirmed that there was no patient involvement associated with the reported issue.